Manufacturer narrative:
The reported blood leak between the apical cuff and pump housing could not be confirmed and a specific cause for the reported event could not be conclusively determined. The device remains in use supporting the patient and was not available for evaluation. The patient remains ongoing on vad support with no further reported issues. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ the day of implant. The patient remains on going on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that during the implant procedure, the surgeon observed bleeding between the apical cuff and pump housing. Rotating the pump on the apical ring a few degrees did not solve the problem. The surgeon decided to open the apical cuff lock again and take the pump out. The heart-lung machine was still in place. According to the surgeon, the apical cuff sutures were checked and everything seemed dry. The apical cuff was fixed by making 12 additional sutures with felt stripes around the whole cuff, 3 for each quadrant. The pump was connected again and the issue disappeared. The patient was transferred to the intensive care unit in stable condition. There were no reported adverse effects to the patient. No additional information was provided.